Manufacturer narrative:
Additional information was received and it was determined that this event is a duplicate. The details of this event have been reported in report 2025587-2025-05513. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class iii underwent an implant procedure with the evfxplus-23. The patient had a medical history of dyslipidemia, hypertension, coronary artery disease, and stable angina, and was receiving ongoing treatment with asa, ace inhibitors, and beta-blockers. The patient had previously undergone coronary angioplasty. During the procedure, major access site complications occurred, specifically stenosis at the end of the procedure, which required an unplanned surgical intervention involving suture at the access site. Standard electrocardiography was performed before and after the procedure; no abnormalities were detected prior to the procedure, but a left bundle branch block (lbbb) was identified on the post-procedure electrocardiogram. No treatment was reported for the lbbb. The investigator assessed the complications as not related to the device and causally related to the procedure.